Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 3058 interstim urinary mgu ipg, implanted (B)(6) 2015; 3889-28 interstim urinary mgu lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that the device had "dropped down again behind the left breast" and that two pocket revisions - to initially place mesh and then to remove the mesh - were done. Follow-up with the physician's office revealed the most-recent device check was normal, but had been done over a year ago. The patient had been seen for a routine office visit about one week prior to the report of device movement and at that time, the chart notes included the patient reporting pain in the device area, but that it was improving. There was no evidence of a wound issue, infection, or twiddler's syndrome. The nurse later noted that the physician was talking with the patient about the device movement, but no further intervention is necessary at this time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.